Manufacturer narrative:
Continuation of d10: product ID 3778-60 lot# serial# (B)(6) implanted: (B)(6)2008 product type lead product ID 3778-60 lot# serial# (B)(6) implanted: (B)(6)2008 product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from rep who responded back from follow up sent. Rep reported cause was unknown. No actions taken to resolve. Patient was was non compliant and did not charge stimulator for an extended period of time. When rep met patient at the office they did not have the correct recharger. So to say the device is not working correctly is false.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for spinal pain/chronic low back pain. It was reported that in (B)(6)2021, patient met with a rep and gave the rep her recharger so they can check and compare the device and she did not get the recharger back. Patient reported the rep did a test and determine the lead was not connecting and was disconnected. Patient stated she has been in pain, "hurted badly from the back" all the way to the bottom and on the outside of her left side feet and numb and she cannot urinate. Patient also added that that the body is "bruised all over." Patient stated she is not sure why everything is taking so long. The patient mentioned that they have an appointment with a mdt rep and healthcare provider tomorrow and were told to have their ins charged, but they do not know where their recharging equipment is so she is not charge.

Manufacturer narrative:
Product ID 37751 lot# serial# unknown implanted: explanted: product type recharger product ID 37761 lot# serial# unknown implanted: explanted: product type recharger medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Pt reported she lost her recharging equipment and just received the replacement equipment and she needs assistance trying to get the recharger to connect. It was asked how long it has been since she recharged the ins. Pt stated she does not know. It was asked if it has been a month or more and pt stated yes. It was reviewed that pt will need to have the ins restarted and she should contact her hcp. Patient services sent a message to local field representatives regarding the pt call. Pt stated that she is in pain; event date asked, unknown. Additional information was received. The patient reported they had fallen about 3 weeks to a month ago and stated this thing is hurting them so bad, and it kept getting worse. It was mentioned the patient needed assistance to use the bathroom. Their stimulator did not charge. They had an appointment with their healthcare provider at 10:45 on (B)(6) 2020. Additional information was received. The reason for the call was that the rep was getting the device not compatible message when she was trying to do a physician recharge session using the patient's recharger. The rep indicated that she did not have a recharger with a purple faceplate (indicating that the recharger is not compatible with the 97713 that the patient has implanted). The caller attempted to interrogate the ins with the tablet and the caller stated that the no device found message was displayed. The caller will attempt to get a compatible recharger. The caller indicated that the patient had been in the hospital (knee replacement) and could not communicate so the rep did not have a timeframe for the event date. Additional information was received. It was reported that she met with two reps at pain management dr.(B)(6)'s office to address the overdischarge but the implant was still not working correctly. Pt said she hasn't been the same since (pain wise) she met with the reps about her device. Patient said it hurts, she can't sit down. Patient has to lean over to eat her food. Patient she had brought recharger (that she had always used/that worked for her prior to od) to the most recent hcp appointment and the rep told her it wasn't the right type of recharger. Patient has appointment with dr.(B)(6) on (B)(6) 2020 at 10:30 am. Additional information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt stated the last time someone came out to the pain hcp for programming they told her she has a lead wire that is not connected. Asked unknown date. The pt stated that 3 reps have already come out to try to reprogram her device but it is not helping. Pt reported she is in so much pain -pt stated it hurts so bad she can't sit up with out her whole left side going numb and shooting pain since unknown event date. Pt stated she is seeing hcp for a phone appt and wants a rep to call her back regarding this.